Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. A voluntary medwatch form 3500 was received (report #mw5186695); sinceâ f10 is not containedâ onâ that form, select fields in section f have been populated by the manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the user stopped using the ilet after approximately one month due to recurrent low blood glucose episodes and reverted to a previous pump, then requested retraining on the ilet; the user reported being instructed during initial training to avoid carbohydrates for two weeks and treated lows with oral glucose. Symptoms included hypoglycemia with blood glucose values in the 40s, palpitations, and multiple daily and nocturnal low glucose events. Outcomes included an unexpected medical intervention requiring medication, specifically oral glucose. Investigation included communication and interviews, along with analysis of information provided by the user or third party. Investigation of this case revealed no findings were available, with insufficient information regarding a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.